Event description:
It was reported that the balloon of the artificial urinary sphincter (aus) had migrated due to coughing, and the cuff was slightly oversized, resulting in incontinence. A surgical procedure was performed during which the balloon was repositioned, and the cuff was downsized from 5.0 cm to 4.0 cm. However, during the dissection, the physician inadvertently damaged the balloon with scissors, necessitating its replacement. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration, hole/perforated, migration, length too long and urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported migration and the reported patient symptom of urinary incontinence are known risks associated with this device type and indicated as such in the instructions for use.